Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 560 mg/dl, the customer didn't provided additional information regarding the elevated bg. The customer changed supplies and resumed insulin therapy.